Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: hysterectomy. Event description: the surgeon has communicated a bladder injury during the use of the introducer. Additional information received by email from applied medical representative on 02-feb-22: indication for hysterectomy. Bicatricial uterus after c-section. After having made the openings of the cervix in line with the v-notes technique, the surgeon introduced the vnotes introducer into the vesico uterine space. It was at this moment that he noticed that the introducer probably made a wound in the bladder. Indeed the bladder was injected with methylene blue, that is how he knew that there was a wound. There was no other products involved. Intervention (what did the user do after experiencing the incident?) : the surgeon repaired the bladder wound vaginally with sutures. Patient status: fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: hysterectomy. Event description: the surgeon has communicated a bladder injury during the use of the introducer. Additional information received by email from applied medical representative on 02-feb-22: indication for hysterectomy. Bicatricial uterus after c-section. After having made the openings of the cervix in line with the v-notes technique, the surgeon introduced the vnotes introducer into the vesico uterine space. It was at this moment that he noticed that the introducer probably made a wound in the bladder. Indeed the bladder was injected with methylene blue, that is how he knew that there was a wound. There was no other products involved. Intervention (what did the user do after experiencing the incident?) : the surgeon repaired the bladder wound vaginally with sutures. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the event description and discussions with a surgeon familiar with the use of this product, it is unlikely that the device contributed to the event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure performed: hysterectomy. Event description: the surgeon has communicated a bladder injury during the use of the introducer. Additional information received by email from applied medical representative on 02feb22: indication for hysterectomy. Bicatricial uterus after c-section. After having made the openings of the cervix in line with the v-notes technique, the surgeon introduced the vnotes introducer into the vesico uterine space. It was at this moment that he noticed that the introducer probably made a wound in the bladder. Indeed the bladder was injected with methylene blue, that is how he knew that there was a wound. There was no other products involved. Intervention (what did the user do after experiencing the incident?) : the surgeon repaired the bladder wound vaginally with sutures. Additional information received via email on 07apr2022 from applied medical assoc cd mgr: tm was not present at the time of the surgery. He is not sure about the size, shape, or type of injury. What the surgeon said is that he always uses methylene blue as part of his usual procedural steps, and he injects it before starting the procedure. It is also unknown how many stitches were needed to suture the injury. As per what tm discussed with the surgeon at the time, surgeon is under the impression that there was a weak bladder fascia and that the tissue was softer/weaker than it would normally be. After the anterior colpotomy was created, the introducer was used to insert the alexis and about 2 min later, the leakage of the methylene blue started. The alexis was removed, and the bladder injury was fixed with stitches before continuing with the procedure with no other further events. There were no difficulties with posterior colpotomy creation or insertion of the alexis. Surgeon struggled with anterior colpotomy creation because the tissue was thinner and weaker than usual. No challenges with posterior colpotomy and access were reported. No adhesions were observed and there was no record of previous surgery ¿ also no c-section. Tm doesn¿t know if patient had any natural deliveries or if she was nulliparous. Alexis was not difficult to insert and there was no resistance experienced. The surgeon noticed the injury due to the leakage of methylene blue. No retractor was used when inserting the introducer. Surgeon thinks that introducer can replace the doyen retractor when inserting the alexis. Doyen is used when manually inserting the alexis. After injury was sutured, alexis was reinserted manually, and procedure was completed without any other events. Surgeon mentioned that he thinks this event can be linked to patient anatomy due to weak tissue and to the tip of the introducer being in contact with this softer and thinner tissue, patient¿s age might have contributed to the nature of the tissue, but this is not confirmed. Nonetheless, he continues to use the introducer as part of his standard practice and hasn¿t had any other events of this nature. This was one of his first cases using the introducer. Surgeon was trained in 2019 and up to now he has performed between 80 or 90 vnotes procedures. Patient status: fine.